Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This supplemental emdr report is being submitted to provide the device manufacture date, previously unknown.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the customer's allegation was confirmed. The most probable cause was a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope had no image. The issue was observed during set up. There were no reports of patient involvement.